Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg was unable to communicate with multiple external devices. Reportedly, the patient did not recharge the ipg for about a month. A sjm representative met with the patient and confirmed the ipg was inoperable. Consequently, surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced with updated model.